Event description:
Whirlpool lift collapsed with resident in chair. Whirlpool attendant prevented serious injury by lowering resident to floor and preventing lift pole from falling on resident. Resident transferred to emergency room for treatment and observation. Returned for ER (same day) with fractured fifth right toe and right ankle. Whirlpool lift base broke resulting in tip over.